Event description:
Mucosa tore on the stump of the appendix during the appendectomy. Covidien, endo gia universal straight 45-3.5 autosuture single loading unit is to be returned to company for evaluation. Another stapler was used.